Manufacturer narrative:
H.6. Investigation summary: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis. H3 other text : see section h.10.

Event description:
It was reported that prior to use it was discovered that there were scale marking issues and the syringe had molding issues with a bd plas 1ml 13x3,8 u-100 1ser 50. The following information was provided by the initial reporter, translated from portuguese to english: we report that the 1ml hypodermic syringe with needle 13 mm x 0.38 (slip light) was in the absence of graduated marking and with the syringe body tilted.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that there were scale marking issues and the syringe had molding issues with a bd plas 1 ml 13 x 3,8 u-100 1ser 50. The following information was provided by the initial reporter, translated from portuguese to english: we report that the 1 ml hypodermic syringe with needle 13 mm x 0.38 (slip light) was in the absence of graduated marking and with the syringe body tilted.